Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 2, pump error 79, unexpected check setting or replace battery now alarms were noted. However, the pump error 63 was found at the history files due to a software error. The pump was received with a corroded battery tube. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump asked the customer to restart twice. The customer changed the battery twice. The insulin pump alarmed check settings, replace battery now, pump error 79, pump error 63, and pump error 2. The insulin pump detected a possible issue with the motor. The insulin pump was exposed to a body scanner. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.